Event description:
The customer reported the 9800 system alarm sounded but they could still operate the system. No pt injury.

Manufacturer narrative:
The service rep performed the following: alarm was caused by transformer strapping. After tightening all the power connections during the pm, it caused the charging voltage to become approx 3-4 volts higher. Adjusted taps from 113 & 0 to 125 & 6. Output measured at secondary output with system not energized is 120.2 vac. Energized it is 115.6vac. Verified operation.